Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have the grip open ring dislodged at the proximal end. The set screw was not found to be dislodged. The jaws would not open when attempted. The root cause of this failure is attributed to manufacturing. The instrument was found to have the instrument grip open lever missing from the instrument. The lever was not returned with the instrument. There was no damage found. The event caused partially or wholly by the user of the device including sample handling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument would not open completely. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.